Event description:
It was reported that during a tvt procedure, the physician was attempting to pull the needle through the pt's pelvic abdominal region and the mesh separated from the needle. Physician removed tvt tape and used a second tvt device to complete the case. Surgery time was extended by 45 minutes. There were no adverse pt consequences.